Event description:
It was reported that the patient experienced pain, depression and discomfort with this inflatable penile prosthesis (ipp) as the device has not been working properly. It is said that the cylinders would not inflate because there is fluid loss in the pump, making the pump stay flat. A surgical procedure will be performed.

Manufacturer narrative:
Date of event: the exact date when patient began experiencing symptoms is unknown.

Event description:
It was reported that the patient experienced pain, depression and discomfort with this inflatable penile prosthesis (ipp) as the device has not been working properly. It is said that the cylinders would not inflate because there is fluid loss in the pump, making the pump stay flat. A surgical procedure will be performed.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.